Event description:
The customer reported that no live image was showing on the monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The faulty parts were replaced. The system was then found to be operating as intended.